Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported that during a bronchoscopy, while the patient was off the carescape r860 and being hand bagged, the unit would not register tidal volumes via vent or bag mode. The patients spo2 desaturated to 47%. The patient was manually ventilated with an ambu bag for the remainder of the case. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcareâs field engineer completed a review of the device and all tests passed. The reported issue could not be duplicated. There was no evidence of device malfunction. The root cause of the patient desaturation could not be determined.